Manufacturer narrative:
The device has been returned and is currently in analysis. When additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Normal forced lead impedance measurements were also noted during analysis. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device was exhibiting oversensing and pacing inhibition resulting in greater than 2 seconds of asystole and the patient had symptoms of dizziness. This was determined by several stored electrograms. Technical services was contacted and based on the stored electrogram surface pattern, suggested turning off the minute ventilation (mv) feature. The device sensitivity was also reprogrammed from 2.5mv to 4mv. One month later during a device check, a review of the stored electrograms showed the same issues were occurring, therefore the sensitivity settings were programmed to 5mv. It became apparent later that the same electrogam was being reviewed from the previous device check. Therefore, it was determined there were no new episodes stored since the previous programming change at the last device check one month prior. Four months later this field representative (fr) called to report noise on the lead which appears to be due to minute ventilation. The fr was trying to recreate the noise in the clinic with arm movements. When the fr had the patient move their arm across the chest, there was no capture. When moving the arm back, capture resumed. The fr increased the pacing outputs and discussed the plan for a future lead revision within the next month. The fr noted the pacemaker will likely be replaced at that same time since there would only be 2 years longevity remaining. One month later, the lead was surgically abandoned and the device was replaced for normal depletion.